Manufacturer narrative:
It is unk whether or not the device may have caused or contributed to the event based on the info currently available. Furthermore, no product has been returned. No conclusion can be drawn at this time. Available info indicates no device will be returned and/or additional info will be provided. We therefore, consider this report complete to the best of our current knowledge. The info provided indicates that, a week post-implant, the pt developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Pt was initially treated with IV antibiotics but, three months after implant, had the mesh explanted. Pt has since fully recovered. A DHR review has been conducted. All paperwork appeared complete and accurate. No mfg issues were identified.

Event description:
On (B)(6) 2010: pt underwent umbilical hernia repair surgery with bard large ventralex product implant. On (B)(6) 2010: pt admitted to the hospital with post-op wound drainage, culture revealed morganella, gram positive cocci, gram neg. Rods, treated with IV antibiotics and discharged. On (B)(6) 2011: pt admitted to the hospital for surgical explant of abdominal mesh. Culture revealed: (B)(6), treated with IV antibiotics and discharged with oral antibiotics, to followup with surgeon. On (B)(6) 2010: it was reported that pt no longer on antibiotics and is doing fine.